Manufacturer narrative:
Neptune advises against using their suction devices on ben bag type positioner, and natus technical service advised that the customer use a different form of wall or portable suction. The customer was also provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac device. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device would not hold suction firmly in one section. The customer reported no visible damage on the vac pac device. The customer also reported that they use neptune suction devices on their vac pacs. There was no report of death, serious injury or delay in treatment. The vac pac was reported to have been purchased in (B)(6) 2017 and has been destroyed at the user facility.